Manufacturer narrative:
Batch review performed on 21 october 2019: lot 178023: (B)(4) items manufactured and released on 12-feb-2018. Expiration date: 2023-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l lot. 178623 (k090988). Batch review performed on 21 october 2019: lot 178623: (B)(4) items manufactured and released on 07-mar-2018. Expiration date: 2023-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0412fl tibial insert fixed sphere flex size 4/12 mm l lot. 178747 (k121416) batch review performed on 21 october 2019: lot 178747: (B)(4) items manufactured and released on 22-mar-2018. Expiration date: 2023-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 1 year after the primary due to signs of an infection and the pathogen is unknown. The surgeon revised the femur, tibia and insert components and implanted an articulating spacer. The surgery was completed successfully.